Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Summarized patient outcomes/complications of closure of a patent ductus arteriosus with occluders, including the off-label use of the amplatzer vascular plug were reported in a research article. Some of the complications reported were device embolization, aortic obstruction, depressed cardiac output, systemic arterial thrombosis, atrial arrhythmia, hypotension, hypoxia, medication error, post-extubation stridor, respiratory distress, sinus tachycardia, tricuspid regurgitation, vessel trauma, device malposition, respiratory arrest, post ligation syndrome, urosepsis, surgical intervention, and death. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Ierardi, a. M., coppola, a., tortora, s., valconi, e., piacentino, f., fontana, f., stellato, e., cogliati, c. B., torzillo, d., giampalma, e., renzulli, m., bargellini, I., cioni, r., scandiffio, r., spinazzola, a., foà, r. A., del giudice, c., venturini, m., & carrafiello, g. (2021). Gastrointestinal bleeding in patients with sars-cov-2 infection managed by interventional radiology. Journal of clinical medicine, 10(20). Https://doi.org/10.3390/jcm10204758 medtronic review of the literature article found a multicenter retrospective observational study of 34 covid-19 positive patients who were admitted to hospital between january 2020 and march 2021 with acute respiratory symptoms and developed gastrointestinal bleeding (gib). 11 patients included in the study underwent embolization with onyx. Other patients underwent embolization with glue or coils but the manufacturer and model information of those devices was not reported in the article. There was no device malfunction or intra-operative issue reported in the article. Technical and clinical success rates were noted to be 88.2% and 94.1%, respectively. Additionally, it was reported that re-embolization was considered when clinical stability was not achieved during follow-up and/or evidence of persistent or new gi bleeding was demonstrated on a new angio-CT. 3 patients underwent re-embolization procedures. The type of initial embolization was not reported in the article.